Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 12th, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on 07th june 2025, day 128 after insertion. An RMA was authorized for the return of the sensor for further investigation. A review of the dms data showed that the alert was triggered after a sharp decline in the signal in the reference channel, which may indicate dimming of the led light. The failure mode could not be reproduced during returned product analysis testing. The potential root cause of this failure mode may be related to an issue with the sensor electronics, such as an intermittent led short. The user was offered a sensor replacement as a resolution. B4.date of this report 09 sept 2025. G3.date received by the manufacturer? 09 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4315.